Event description:
The customer contact reported a leak; subsequently the central venous catheter occluded. The tubing set was being used to deliver an unspecified anticonvulsant medication. Approximately one to two hours after the delivery was started, the patient's mother notified the nurse that the patient's tubing set was leaking. At this time, the nurse noted that the tubing set was leaking from the distal clave y-site. The patient's central venous catheter was also found to be occluded. An unspecified concentration of tpa was administered into the central venous catheter and the flow was re-established. The tubing set was replaced and therapy was resumed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.